Event description:
Customer reported that on (B)(6) 2008, she used her pump and left the power cord plugged in the outlet. When she returned to use the pump a couple of hours later, it would not turn on. She reached to touch the transformer to ensure it was plugged into the outlet all the way, and had to drop it because it was so hot. After it cooled off, she inspected it and noticed melted indentations of the fingers in the plastic and exposed wires where the power cord meets the transformer.

Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement power cord was sent to the customer and the original returned for evaluation. Evaluation results were not reported and the product is no longer available for further evaluation/analysis. No definitive conclusion regarding the root cause of the event can be made. (B)(4) , approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.